Manufacturer narrative:
H.3., h.6.: the lot number was not provided and the complaint sample was not made available for evaluation. A trend related investigation was performed; no trend could be identified. The manufacturing review did not indicate that this complaint was due to the manufacturing process. No complaint or manufacturing trend was identified. The root cause could not be determined. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
H.3., h.6.: the complaint sample has not returned for evaluation; the lot number is unknown. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
This complaint is in reference to the alcon product air optix night & day aqua. A clinical study reported a consumer with pain and corneal ulcer was find on examination. The severity was noted to be in moderate. The consumer was treated with besifloxacin. The consumer follow up visit with physician showed the ulcer had healed but left a scar. The current status of the consumer¿s eye is symptoms resolved for corneal ulcer and unknown for pain and scar at the time of this report. This is a retrospective clinical trial, no additional information is available regarding the event or product is known at this time.